Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter; product ID neu_unknown_cath, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, product type catheter; product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient had problems with catheters that started long before the replacement in june. It was noted end of service (eos) occurred on (B)(6) 2013. The patient had no symptom relief the last couple of years and then it was stated the patient never really had relief. It was also reported the patient had four catheters within the first year of implant (2007-2008). It was unknown why these revisions were done. The healthcare provider (hcp) who was familiar with the events was no longer with the clinic. It was unknown what drugs the pump was being used to deliver, catheter information was not provided and the patient outcome was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.